Event description:
Related manufacturer report number 3006705815-2022-17845. It was reported the patient's leads had migrated after a fall. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Patient's lead(s) explanted and replaced which resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.